Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The wall power plug, camera power cable, and five vdc fuses were replaced. The system is down and will not be repaired due to parts no longer being available. The system is at the end of life.

Event description:
The customer reported that the 9400 system was in need of a preventative maintenance inspection. No pt injury was reported.